Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the stimulation was going to 0 after a few minutes. The patient was programmed with 4 programs all the same settings and an amplitude of 0.5 ma. After programming an interrogation was performed with the patient programmer (pp) and everything was still the same (amplitude 0.5 ma). However, when interrogating for a second time a few minutes later, it was noted that the stimulation was 0.0 ma for all 4 groups. This was done a few times and everything seemed to be normal. No problems with the pp or no stimulation changes. After a while on the clinician tablet it was noted that the amplitude went to 0.0 ma. The patient experienced pain in the region of the pocket. Reset of the settings of the patient and reconfigure the stimulation parameters was done. The settings were more stable. Though when the patient adopts a position, the stimulation goes again to zero. Additional information reported the cause of the stimulation changing to 0ma was adaptive stimulation settings. The cause of the pain was the patient¿s indication for use of failed back surgery syndrome. The action taken to resolve the event was reprogramming without adaptive stimulation. The event resolved. No further complications were reported or anticipated.